Event description:
Reporter noted posterior capsule tear after nucleus was removed. While performing anterior vitrectomy, error message appeared. Turned machine off/on to complete procedure. Surgeon does not think pc tear and vitreous loss are due to equipment malfunction, but felt this could cause injury if it recurs.